Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the small grasping retractor instrument jaws were stuck open and it was noticed the cables were frayed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotic coordinator on 01-nov-2021 and obtained the following information: site didn't provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. Root cause is attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints for this product. A review of the instrument log of the small grasping retractor (part # 470318-10/ lot # n10210308-0152) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 7th use of the instrument. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.